Event description:
A pt with stable angina type ccs2 was admitted for a procedure to two vessels. The pt had a 3x18mm cypher stent placed in the distal lad, and three other stents (type unknown) placed in the proximal and mid lad, and the first diagonal arteries. On the same day, the pt had a transient ischemic accident (tia) that per investigator, was unrelated to the device, and highly probable that it was related to the procedure. About 434 days post index, it was reported that the pt had 100% restenosis within 5mm of the cypher stent. The event was reported as moderate.